Event description:
During the device evaluation, there were foreign objects found in the gastrointestinal videoscope's nozzle. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, the identity of the foreign material and why it remained in the device could not be identified. The root cause of the reportable event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.